Event description:
It was reported that this right atrial (ra) lead experienced dislodgement. During the procedure to reposition the lead, the physician experienced difficulty in finding a suitable position and explanted the lead. The right atrial port on the pacemaker was plugged. No additional adverse patient effects were reported.